Event description:
It was reported that the patient developed a "tennis-ball sized" burn and "ping-pong ball sized" blister at the internal neurostimulator (ins) site because of a heating pad. It was noted that the patient fell asleep with the heating pad directly over the ins. The ins was turned off prior to the burn. The patient stated that she allowed the fluid in the blister to be absorbed by the body for a few weeks and that the burn area was back to normal skin color, except it was darker at the "ping-pong ball site". The patient also reported that she had "nerve damage on the left side, where the ins was located", and was having difficulty feeling anything on the skin surface. It was further noted that the ins was close to the skin surface. The patient stated that she could feel nerve pain on the left side of the body, but not skin surface pain. Also, she was not aware of the burn until her spouse noticed it and woke her up. The patient stated that she "had increased nerve pain on the left side since the burn and the area may have had some swelling". The patient further noted that she "rarely used the stimulator because it interfered with bladder function" and she felt that the simulation was irritating. The patient stated that "since the burn, she felt like the stimulation was on and going down her left leg and across the lumbar area". The patient reported an increase in baseline pain and that she stayed in bed most of the time because the pain intensified as the day progresses. The patient also reported that she was taking oxycodone and a "pain patch" prescribed by her physician. The patient had seen her physician's assistant about 2 to 3 weeks ago, who confirmed that the device was not on. The patient also reported that previously, the device would "cut off and on" unexpectedly. The basic functionality of the patient programmer was discussed. The patient outcome was not provided. Additional information was requested, but was not available as of the date of this report.

Manufacturer narrative:
Product ID 748925, lot# serial# (B)(4), implanted: (B)(6) 2008, explanted: product type extension. Product ID 7434a, lot# serial# (B)(4), implanted: (B)(6) 2003,explanted: product type programmer, patient product ID 3986a, lot# n136341, serial# implanted: (B)(6) 2008, explanted: product type lead. (B)(4).